Event description:
Boston scientific received information that upon interrogating this device it a message indicated that this device was in magnet mode. Technical services discussed troubleshooting which resulted in the same result and device behavior. No magnet had been placed over the device. The heart rate was reported to be 100. The representative was able to close the magnet message and enter a device session. From that session no electrograms were available. The device was programmed with the magnet feature off and upon doing so the electrograms returned. A memory disk was received which revealed that the device had two resets the last one was due to a system reset and the cause was unknown. The testing done by the representative indicated the reed switch was stuck. However, a memory saved to disk could confirm this. As a result, it was recommended that the device be replaced and returned for analysis.

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory the device underwent detailed analysis. The device memory indicated two resets occurred while implanted with the last reset being a system reset. The analysis of the incoming device memory dump showed that the reed switch was not stuck when received in the laboratory. The reed switch did show normal operation throughout testing. In conclusion, the exact cause of the two resets could not be determined through analysis. Based on the available information, it appeared likely that the resets experienced by this device were the result of factors external to the device.

Manufacturer narrative:
The device was explanted and the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.